Event description:
It was reported that the patient was charging more than expected or more frequently than when the implantable neurostimulator (ins) was implanted. It was noted that the estimated recharge interval was 3.78 days which seemed to match closely with the patient¿s schedule. The reporter noted that there wasn¿t much change in programming since the ins was implanted. It was further reported that all electrode impedance values were normal and in the range of 552 to 601 ohms. No out of range values were flagged by the clinician programmer. The recharging interval estimate was 4.42 days at beginning of life and 3.65 days at end of life. It was noted that the patient had to recharge every 2 to 2.6 days now. The reporter noted that this started to occur back in (B)(6) 2013 and previously it was a 1 to 1.5 week interval. It was noted that the patient appeared to have to recharge 1-2 days earlier than expected from the estimate. The reporter noted that the patient appeared to be recharging up to 100% full and then letting it go down to discharged state before recharging again. It was noted that the one overdischarge event could have compromised the capacity of the battery a little. It was later reported that recharging intervals were within expected range based upon technical services calculations. It was further reported that the patient had to charge his lower extremity ins every 2-3 days and started having to charge this frequently since last (B)(6). After that, the patient had charged to full but 2 days later his ins was empty. The reporter believed it was normal for the patient¿s settings. It was also noted that the patient had to charge the lumbar ins every 3 days. It was noted that it started ¿a while ago¿ and that historically the patient didn¿t charge as often. The reporter thought it was normal based on the patient¿s settings. It was further noted that about 2 weeks prior to the report, the patient¿s lower extremity stimulator was ¿dead¿ meaning it was not dead but just needed charging so he charged it. At that time, the patient checked his cervical ins and noticed it was a quarter full. Within 45 minutes to an hour, or maybe even minutes, the ins went from a quarter full to being depleted enough that it wouldn¿t communicate with either recharger or patient programmer. It was noted that for the past 1.5-2 weeks, the patient hadn¿t had communication with the cervical ins. It was further reported that the patient knew when the implantable neurostimulator (ins) was ¿going dead¿ because it provided sporadic stimulation. It was noted that it would give a ¿full hard burst and starts slowing down.¿ the reporter noted that the burst hurt. It was noted that the patient sometimes couldn¿t make it home in time to charge as he was sometimes two hours away from home and had to wait that long to charge. The reporter noted that the patient experienced pain when the ins was off because he hadn¿t charged.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 7752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37714, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3887-56, lot# j0118473v, product type: lead. Product ID: 3887-33, lot# j0204697v, product type: lead. Product ID: 3708360, serial# (B)(4), product type: extension. Product ID: 3550-29, lot# n313965, product type: accessory. (B)(4).

Event description:
Additional information received reported that the patient had been recharging more frequently after 1 year. It was noted that when the patient first got it they were recharging every couple of weeks. It was noted that the patient charged every 5.4 days for the lower extremities and their other implantable neurostimulator (ins) was about every two weeks. It was noted that number 1 was at 6.1 volts, 300 pulse width, 50 hertz, 24 hours a day, and 369 ohms and number 2 was at 6.2 volts, 300 pulse width, 50 hertz, 24 hours a day, and 551 ohms. It was noted that the estimation showed it would be expected that the patient would need to charge every 4.75 days for the low battery indicator and every 3.93 days for going to discharge.

Event description:
Additional information received reported that everything was normal based on technical services. It was noted that the patient was fine. It was noted that pulse width was reduced some.